Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the physician connected left ventricular lead a loss of output was noted. The physician elected to no longer use and replace the device. The procedure was completed successfully and the patient was in stable condition.